Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device intermittently displayed a "plug in cable " message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was confirmed and attributed to the electrode pads. The electrodes were scrapped. Analysis of reports of this type has not identified an increase in trend.